Event description:
It was reported that the patient was "unresponsive" in the ER. Patient had a refill about 1 day ago. Healthcare provider (hcp) wanted to turn the pump down or off. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
The patient was noted as "doing great" and receiving effective therapy.

Event description:
Additional information received later indicated that the pump was not the issue. Patient had pneumonia plus sepsis as a result of a uti (urinary tract infection). Pump was turned back on the next day on (B)(6) 2012.